Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which could not be reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump intermittently displayed a false upstream occlusion message during therapy in the medical/surgical care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.